Manufacturer narrative:
Case #(B)(4) - an unidentified underlying patient condition may have caused or contributed to the incomplete capsulotomy and subsequent anterior capsular tear. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported that during procedure ID #(B)(4) an irregular capsulotomy edge was noted after the capsular button removal.